Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
An impella cp was implanted in a 51-year-old male with cardiomyopathy for hemodynamic support. While on support, the (B)(6) controller suddenly displayed a ¿controller failure¿ alarm. Despite the alarm, the device continued running with visible motor current; however, the placement signal and lv waveform disappeared. Nursing staff and the attending physician were present at the bedside during the event. The patient remained hemodynamically stable. A replacement aic was obtained, and the patient was switched to the new controller without incident. The original aic was packed for return to headquarters for evaluation. The patient later expired. Based on the available information, the controller failure alarm did not result in loss of pump function, and the patient remained stable during the event. The impella cp functioned as intended, and the controller was successfully replaced without complications. The patient¿s death is conservatively reported but is unlikely related to the device or the controller issue; it is more likely attributable to the patient¿s underlying cardiomyopathy and critical condition. Therefore, no causal relationship between the device and the reported events has been identified.

Manufacturer narrative:
Additional information was received, and the h6 codes were updated accordingly. The b2 section was revised to correct the death date entered in the initial submitted report.

Event description:
Additional information was received indicating that the death date was incorrectly reported.